Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. However, the patient seemed to need a stronger diopter of the same lens. The issue was noted during an office visit 1 month post-operatively. The symptoms were not debilitating. The iol was subsequently explanted due. The explanted iol model drt225 and 21.0 diopter was replaced with the same model drt225 but 21.5 diopter. Reportedly, the patient is doing well.

Manufacturer narrative:
Section a2, a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.